Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of consent.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled in a clinical study using a 5.0 mm x 100 mm, 80 cm ranger balloon study device. The target lesion was located at the anastomosis in the patient's right arm. On (B)(6) 2025, restenosis on the target lesion was noted and was treated with percutaneous transluminal angioplasty (pta). On the same day, the issue was resolved.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled in a clinical study using a 5.0 mm x 100 mm, 80 cm ranger balloon study device. The target lesion was located at the anastomosis in the patient's right arm. On (B)(6) 2025, restenosis on the target lesion was noted and was treated with percutaneous transluminal angioplasty (pta). On the same day, the issue was resolved.

Manufacturer narrative:
A2 - age at time of event: 75 years old at the time of consent. E1 - initial reporter first name, initial reporter last name: updated. E1 - initial reporter email: added.

Event description:
It was reported that restenosis occurred requiring additional intervention. On 27-march-2025, the subject was enrolled in a clinical study using a 5.0 mm x 100 mm, 80 cm ranger balloon study device. The target lesion was located at the anastomosis in the patient's right arm. On 02-dec-2025, restenosis on the target lesion was noted and was treated with percutaneous transluminal angioplasty (pta). On the same day, the issue was resolved. It was further reported that during the index procedure, anti-coagulation therapy was administered. The target lesion was located in the right arm anastomosis with 4.5 mm reference vessel diameter, 80 mm length and 99% stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. Post procedure, the residual stenosis was 0%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On 02-dec-2025, the subject presented for protocol required 9 month follow up visit and duplex ultrasound or angiography revealed target diameter stenosis > 50% in right arm arterial inflow. Avf functional assessment revealed flow volume (fv) of 491 ml/min, resistance index (ri) of 0.74, systolic blood pressure of 185 mmhg, and diastolic blood pressure of 75 mmhg. Per source, shunt site was partially occluded, and it was difficult to puncture. Per edc, there was no specific potential cause of reintervention indicated. On 02-dec-2025, 250 days post index procedure, the 100% stenosis noted in right arm arterial inflow with 110 mm lesion length was treated by percutaneous transluminal angioplasty using 5 mm x 40 mm boston scientific athletis balloon. The final residual stenosis was noted to be 20%. At the time of event, the subject was on aspirin and anti-coagulant medications. Index core lab angiography findings dated 27-mar-2025 revealed that the target lesion was located in the anastomosis, with 4.6 mm reference vessel diameter, 78.7 mm length, and 69.57% diameter stenosis. Dissection of type c occurred after pre-dilatation and due to poor contrast filling, it was difficult to evaluate the fistulagram and whether the dissection was still present on final. Post test device usage, the diameter stenosis was noted to be 22.92 %. Event core lab duplex ultrasound findings dated 02-dec-2025 revealed right radiocephalic target avf with patent inflow vessel with peak systolic velocity of 137 cm/s, patent arterial anastomosis with peak systolic velocity of 320 cm/s and patent proximal access (swing point) with peak systolic velocity of 343 cm/s. Distal access (cephalic arch) was not assessed. Per edc, on 02-dec-2025, the outcome of the event was considered as resolved. No additional information is available at this point of time and site has been queried for the same.

Manufacturer narrative:
Locationa2 - age at time of event: 75 years old at the time of consent. A6 - race: japanese. B5: updated. Labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a risk review performed for the ranger dcb device confirmed that the event of restenosis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the ranger dcb device is acceptable. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.